Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) for the patients supraventricular tachycardia (svt). Upon review, there was t-wave oversensing and drop in r-wave amplitudes were noted on this right ventricular (rv) channel. Technical services (ts) reviewed and stated that the device was functioning as programmed and stated that there was drop in r-waves which could be due to oversensing. This rv lead remains in service. No adverse patient effects were reported.